Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found deflated outside of the patient's body with the bulb intact/unbroken.

Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was unconfirmed as the problem could not be reproduced. The visual inspection noted that the balloon was inflated upon return. No obvious defects were found. Per the functional evaluation, the balloon was inflated with 10 cc of a mix of tap water and blue methylene using a syringe and no leakage on catheter balloon was found. Then, the catheter was left by 10 minutes and no leakage on the balloon was found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found deflated outside of the patient's body with the bulb intact/unbroken.